Manufacturer narrative:
Bec customer technical support (cts) assisted the customer with reconnecting the tubing and dispensing diluent. The customer proceeded to run the blank sample and the body fluid control where the dxh800 gave results within the expected ranges with partial aspiration errors. Cts had the customer run the "verify blood detectors" procedure and the instrument gave error message - no diluent / air reading displayed in the message box. The test indicated it passed. The customer ran quality control (qc) and reran the body fluid control, results were within expected ranges and no errors were generated. All results were within specification. Service was not dispatched for this event since the customer corrected the issue. Failure mode: attributed to disconnected tubing at wm1 on the bsv. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that while the customer was attempting to dispense diluent from the probe for a body fluid blank sample preparation on the unicel dxh 800 coulter cellular analysis system, the customer was unable to do so and discovered that the tubing at the wire marker 1 (wm1) was disconnected from the blood sampling valve (bsv). Approximately 5 - 6 cubic centimeters (ccs) of clear fluid accumulated in the drip tray below the bsv and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.